Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following a recent fall, the patient's leads had migrated. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.